Manufacturer narrative:
The device was returned for examination. The device was returned with the arterial clamp closed with liquid dried between the tubes. Water was pushed through the arterial side to conduct an air leak test and a leak was confirmed. A bubble test was conducted and leakage was noted between the adaptor and the luer. A pressure test was completed and the leak was confirmed with minimal pressure. The adaptor was cut open to investigate further. There were no holes or cracks noted on the tubing. There is no gap between the adaptor and the luer. The bonding appears normal. During the visual inspection, there was no liquid path visible. The root cause for the leak could not be determined with the investigation. Each catheter is leak tested during production to detect any leakage during the production of the device. Per the risk analysis, a leak on the arterial lumen is less critical then a venous lumen leak, as the machine will alarm and the dialysis would be stopped due to air in the dialysis machine.

Event description:
Customer reported: dialysis was initiated on the patient. The arterial line of the dialysis machine contained air bubbles as well as blood. Dialysis was stopped for patient safety. A syringe was attached to arterial catheter. While the arterial line was clamped, the plunger of the syringe was pulled back and air filled the syringe. A saline was then attached to the arterial line. With the arterial line clamped, the saline syringe was pushed and saline exited the catheter under the hub at the very top of the clear tubing on the arterial side. The line was then clamped to ensure patient safety and the surgeon notified.